Manufacturer narrative:
A DHR was performed; lot #b00dhm3 was produced under normal manufacturing conditions. The batch record did not show abnormalities in monomer and solution testing. All parameter tested were within specification and sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings. Conclusions: device not returned. No evaluation will be performed. Unable to confirm complaint.

Event description:
On (B)(6) 2014 our (B)(4) affiliate received an e-mail from a patient (pt.) Reporting having experienced an ocular event while wearing acuvue advance contact lenses (cl). The pt was wearing the lenses on a daily wear schedule, and using renu lens care solution; the replacement schedule is unknown. The pt wore first pair of lenses for 3 weeks, and then wore the involved pair for 1 week when he/she started experienced redness and discomfort in both eyes worse in od. The pt presented to the doctor's office that "diagnosed some corneal injuries in right eye (od) only" and stated the pt had superficial keratitis, limbal inflammation, peri-limbal hyperemia and corneal epithelial edema in the od; there was no lesion in visual axis and the os was lesion free. The dx was inflammatory keratitis with no evidence of infection. The pt was treated with zypred x20 days, q2 hrs. X1 day, then q4hrs x2 days, then q6hrs and hyabek ou. No additional information is expected. This event is reported as worst case; the pt received aggressive medical treatment.